Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem code: no known impact or consequence to patient. (B)(4) - false positive result.

Manufacturer narrative:
The abbott customer technical advocate discussed the issue with the customer and the conclusion reached was that sample handling/integrity was the most probable cause of false reactive results at the customer site. In-house accuracy testing was performed using likely cause lot 03022un11 and the testing met acceptance criteria. Testing indicates that architect stat troponin-I reagent lot 03022un11 is performing as intended. No additional issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert, (B)(4), contains information to address the customer's current issue. Evaluation, method: review of complaint tracking and trending. Evaluation, results: customer sample handling/integrity.

Event description:
The customer states that falsely elevated architect stat troponin-I assay results were generated for one patient. The following information was provided: sample no.: 1, date: (B)(6) 2011, time: 6:30 pm, initial result: 0.19 ng/ml, reported: yes, retest result: 0.03 ng/ml . Sample no.: 2, date: (B)(6) 2011, time: 6: 00 am, initial result: 0.04 ng/ml, reported: yes, retest result: 0.02 ng/ml. Sample no.: 3, date: (B)(6) 2011, time: 4:49 pm, initial result: 0.22 ng/ml, reported: no, retest result: 0.03 ng/ml the customer uses a cut-off value of 0.10 ng/ml. There were no issues with any other patients' samples. There is no impact to patient management reported.